Event description:
It was reported that a spectrum iq infusion pump alarmed downstream occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, a downstream occlusion alarm was not reproduced. A review of the event history log revealed downstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event the reported condition was verified. The device functioned as intended, however per precautionary measures, the force sensor will be calibrated. Should additional relevant information become available, a supplemental report will be submitted.